Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected abrupt changes in right ventricular (rv) pacing impedances. A review of device data indicated the rv pacing impedance was greater than 3000 ohms often. There were no episodes with noise. The cause for the high out of range pacing impedances remains unknown. No further actions were taken. This ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system continues to display high out of range right ventricular (rv) pacing impedance measurements of greater than 3000 ohms. Technical services reviewed device data, and confirmed the rv pacing impedance was spending more time out of range than in range. The pacing impedance fluctuated with manipulation of the pocket/device. It was noted the shock impedance has been gradually increasing since implant from around 60 ohms to around 93 ohms. The amplitude measurements are stable, but the threshold measurements have increased. Troubleshooting options were discussed. The physician plans to replace both the ICD and competitor rv lead, but an exact date for the revision has not yet been scheduled. At this time, evidence suggests this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed because the conclusion code was updated.